Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient received inappropriate therapy for atrial fibrillation with rapid ventricular response. The device morphology incorrectly diagnosed a supraventricular tachycardia rhythm as ventricular tachycardia. Review of an electrogram showed the morphology scores were not displayed on several of the ventricular events during rediagnosis. The recommended programming change was made. The patient condition is stable before and after the change was made.